Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that a few days after having a multifocal intraocular lens (iol) implanted in her left eye, she had a decrease in near vision. This progressively worsened over a year's time frame affecting all her activities requiring near vision. She also reported a large white dot reflection that could be seen on her eye when she looked in a mirror, as well as her right eye "crossed" and was soon followed by her left eye being "crossed." She reported seeing lines like wrinkled cloth made of light. She also indicated that her vision interfered with her driving. She was prescribed glasses, which didn't help. Her surgeon agreed that her vision had become worse than it was before she had the iol implanted. He suggested she seek a second opinion. Approximately three months after the initial surgery, she saw another eye doctor who diagnosed her with "dry eyes" and "oily lids." Although oral and eye drop medications were prescribed as well as lid hygiene, the consumer still felt that her vision was not improved, but instead, was getting progressively worse. The consumer then saw two more eye doctors, one of which diagnosed her with dry eyes and suggested she have another surgery and have a multifocal iol implanted in her fellow eye. The consumer was concerned with this suggestion and decided to seek another opinion. Approximately eleven months after the initial implantation of the iol in her left eye, the consumer was evaluated by another surgeon who recommended a lens exchange. The multifocal lens was exchanged for a monofocal lens. The consumer now feels that her problems have definitely improved. Her vision is not only better, but is continuing to progress daily. The consumer mentioned that her vision was somewhat blurry with the new monofocal lens, but she has since had a laser treatment on a cloudy membrane, which has restored her vision to an acceptable, functional level. She still notices a reflection when she looks in the mirror. Additional information was requested.